Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 3/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: how many devices- 6 packs of suture at this one time- think had been one or 2 packs previously noted but thought was a one off so packets not kept these 6 packs were all from the same procedure, tho as stated above think we one or two issues previous to this but only single packet at a time as far as aware. May have been over 2/3 procedures, but only a single packet that broke previously, so no alarm bells raised as such. But then 6 packets from one procedure before batch removed and senior nurse made aware. Nothing previously reported to ethicon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture where the needle kept breaking off from the swaged suture. This happened with multiple packets and so we removed this batch from circulation. There were no patient consequences reported. Additional information was requested.